Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9735737, version: (B)(4). The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the site was downloading an exam and got an internal error 64 message with a black screen. Upon reboot, the system was functioning normally. There was no patient present at the time of the issue. The staff confirmed that they had not queried the picture archiving and communication system (pacs) yet adnd they got an error (details not known) about a connection to pacs. The system was connected and the queries and downloads were file. It was noted that it was likely that the site was querying pacs before the system was booted up completely and network connection was established.